Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred involving auxiliary drawer 1, drawer 2.2. The customer reported that the drawer failed each time it was opened. Recovery was attempted on pocket b1, which allowed the pocket to open; however, once the drawer was closed, it failed again. The customer attempted to recover the drawer; however, the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.2 had failed. A field service engineer (fse) checked all cables and connections despite tight spacing and inspected the cubie trays for debris, with none found. The fse then replaced the older style drawer controllers for drawers 2.1 and 2.2 to address the issue. The system functioned as intended after field service engineer repaired the device.